Manufacturer narrative:
No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional.

Event description:
It was reported that the patient was recharging more than expected. A review of the recharger codes indicated that the patient was not charging as often as alleged. The patient had a warm sensation in or around the neurostimulator pocket during recharging. The patient also noticed a power-on reset message on his programmer about 5 days ago. Interrogation with the clinician programmer showed everything was fine. Additional info was requested.